Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. A backup device was available and was used to continue patient care. The patient associated with the reported event did not survive, however, the patient's outcome was not attributed to the device performance.

Manufacturer narrative:
Stryker further evaluated the downloaded electronic device records and was able to verify the reported issue of the device experiencing an unexpected power off. The reported issue could not be duplicated and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. Section h6 clinical signs code of the initial medwatch report indicates: cardiac arrest (1762). Section h6 clinical signs code of the initial medwatch report should indicate: no clinical signs, symptoms or conditions (4582).

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was unable to verify the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced an unexpected loss of power. In this state the device may not be able to deliver defibrillation therapy, if needed. A backup device was available and was used to continue patient care. The patient associated with the reported event did not survive, however, the patient's outcome was not attributed to the device performance.